Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had been doing well with going to the bathroom, but "this week increased more four times at night." They reported feeling stimulation "vibration" only when standing on the right leg. They reported the issues started "like sunday." They increased therapy strength on program 1 from 1.0 volts to 1.2 volts, and confirmed they were feeling comfortable stimulation on their "right vagina." They planned to leave the current setting on for at least four days to assess symptom relief, and would call back if their symptoms did not improve.